Manufacturer narrative:
The lot number was provided, and a lot history review was performed. The device was returned for evaluation. A peeled outer balloon layer and balloon rupture were identified. A root cause has not been determined. The device was labeled for single use. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one (1) malfunction event. A review of the events indicated that model cq7574j pta balloon dilatation catheter allegedly experienced a rupture at 8 atm and had a peeled outer layer. This report was received from one source. This event involved one male patient, 71 years of age; weight was not provided. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the conquest pta dilatation balloon products that are cleared in the us. The pro code for the conquest pta dilatation balloon products is identified. Accordingly, this event has been determined to be MDR reportable. The device has been returned to the manufacturer for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction event. A review of the events indicated that model cq7574j pta balloon dilatation catheter allegedly experienced a rupture at 8 atm and had a peeled outer layer. The procedure was completed with another device. This report was received from one source. This event involved one male patient, (B)(6) years of age; weight was not provided. This patient had no reported patient injury.